Manufacturer narrative:
(B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed elevated prolactin results while using the architect prolactin assay compared to results generated using the roche and peg precipitation methods. The customer provided the following data: architect results: 1202.62 miu/ml (56.52 mg/ml); retested using roche method: 52.2 (normal range 1.9 - 25); retested using peg precipitation method: 146.74 miu/ml (6.90 mg/ml, considered normal); no adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, design history record review, and a review of labeling. Return material was not available. Review of provided data was completed; peg analysis was performed, the results were lower indicating possible macroprolactin interference. It was determined that macroprolactin contributed to the elevated results as the results were lower after performing peg precipitation of the sample. An accuracy testing protocol was executed using lot 81012ui00; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. The design history record review did not identify any events or issues that would have impacted the performance of the lot in question. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency was not identified for the architect prolactin reagent list number 07k76, lot number 81012ui00.